Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays low minute ventilation, low peak inspiratory pressure, circuit disconnect, and transducer fault alarms. The customer reported the events log recording the exhalation pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient use, the customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt800 and pt801 failed. This issue will be internally investigated within vyaire.